Event description:
The customer alleged there was no audio alarm while testing the unit and not on a patient. The alarm functions when plugged into alternating current power. The nellcor puritan-bennett customer support engineer inspected the device and replaced the harness and pcb motherboard. The unit passed extended self testing. It is not verified that there was no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.